Manufacturer narrative:
Product event summary:the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude has high delta: minimum amplitude is 8.0 mv, maximum amplitude is 22.4mv. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) inquiry was received regarding interpretation of electrocardiogram (ECG). Review of device data indicated intermittent ventricular undersensing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead a inquiry was received regarding interpretation of electrocardiogram (ECG). Review of device data indicated intermittent ventricular undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.